Event description:
It was reported that during an initial mobi-c surgery, the surgeon was unable to detach the peek cartridge due to the disc space of the patient being too narrow. There was a 30 minute delay to the procedure, which was completed using a second mobi-c with no patient impact.

Manufacturer narrative:
Corrections in d9, g1, and h3. Additional information in d4: expiration date & UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed deformation damage to the post as well as gouges to the peek cartridge. The implant was assembled with an inserter (mb9001r-1 lot 310232903/20) and inserted the implant into a cervical spine model. The implant was able to release from the cartridge as expected into the disc space. Root cause: a definitive root cause cannot be determined with the information provided. The deformation damage / gouging could possibly be attributed to the device being damaged when the surgeon was trying to remove the peek. The difficulty detaching the peek could possibly be attributed to patient anatomy or inexperience of the surgeon. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Postal code: (B)(6). This device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during an initial mobi-c surgery, the surgeon was unable to detach the peek cartridge due to the disc space of the patient being too narrow. There was a 30 minute delay to the procedure, which was completed using a second mobi-c with no patient impact.